Event description:
It was reported that (1) device was used during a open heart procedure. It was reported by the affiliate that the lc107 clips do not form properly and the jaws are not aligned. There was no consequence to the pt.